Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 04-may-2025, UDI#: (B)(4) ; product ID: 977d260, serial/lot #: (B)(4), ubd: 04-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient came in for a routine lead pull following a trial. The patient was complaining of left sided flank pain. A fluoroscopy of the leads, both ap and lateral was taken, did not seem to show anything abnormal. Upon removal of the leads. The physician observed what he suspected to be csf draining from the lead site, indicating that possibly one of the leads was intrathecal . A prophylactic blood patch was done, and the patient was sent home. It was noted that the patient was fused from t12 to t9. The issue was resolved.